Event description:
The reprocessed shaver blade (stryker) was clogging up, and could not be unclogged. The surgeon requested a new shaver blade. Using reprocessed shaver blades and it required 2 blades instead of one because it was getting clogged up.